Event description:
Source called nellcor puritan bennett on 06/11/1998 to report the following problem: remote alarm interface will not display alarm conditions, visual or audible. The remote alarm functions correctly on different units.